Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured in a pinhole form upon first inflation at 8 atmospheres for 5 seconds. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
G4 - premarket / 510(k) #: k111295, k162350. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.